Event description:
It was reported that the right atrial lead exhibited noise. The noise was recreatable through pocket manipulation. The device was reprogrammed and the asymptomatic patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.